Event description:
It was reported via clinic notes received for the patient's generator replacement that the patient's is experiencing shocking and it was additional reported by the patient's mother noted that her son is experiencing "shocking" when the device goes off. Information has since been received that the patient's generator was replaced due to battery depletion. The patient's replacement surgery facility is a no return site thus the product has not be returned to date. No additional relevant information has been received to date.